Event description:
It was reported that this patient was experiencing palpitations and diaphragmatic stimulation. This cardiac resynchronization therapy pacemaker (crt-p) device was interrogated and found to have reverted to safety mode with limited critical therapy still available. The patients symptoms were indicated to be due to the fixed settings of the device after reverting to safety mode. The device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient was experiencing palpitations and diaphragmatic stimulation. This cardiac resynchronization therapy pacemaker (crt-p) device was interrogated and found to have reverted to safety mode with limited critical therapy still available. The patients symptoms were indicated to be due to the fixed settings of the device after reverting to safety mode. The device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.